Event description:
It was reported that: "the catheter was giving inaccurate readings. It was left in place for bloods samples only." This issue has been identified on more than 1 device. Associated complaints: (B)(4).

Manufacturer narrative:
Qn# (B)(4). The complete UDI is not available as the lot# was not provided by the customer.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows an underdamped arterial waveform where the systolic blood pressure is overestimated, and the diastolic blood pressure is underestimated. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "caution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report of incorrect pressure reading was confirmed by visual inspection of the customer supplied photo. The photo shows an underdamped arterial waveform where the systolic blood pressure is overestimated, and the diastolic blood pressure is underestimated. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the catheter was giving inaccurate readings. It was left in place for bloods samples only." This issue has been identified on more than 1 device. Associated complaints 9680794-2024-00937 and 9680794-2024-00957.